Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to the cylinders being crossed over distally. A revision surgery was performed to explant and replace the device with a malleable one. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.